Manufacturer narrative:
D4 expiration date - added. H4 manufacturing date ¿ added. Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The additional information states that the device was prepared as per the dfu, there were no anomalies noted prior to use and the patients anatomy was a little tortuous. As the device was not returned and a review and analysis of all available information fails to indicate an assignable cause or probable assignable cause for the reported event, an assignable cause of undeterminable will be assigned to this complaint.

Event description:
It was reported that during procedure, the resistance encountered when advancing the subject coil inside the microcatheter lumen and the subject coil was fractured within microcatheter near the distal end. The subject coil fracture was successfully removed from the patient and the new coil was used to complete the procedure. There were no clinical consequences reported due to the event.

Manufacturer narrative:
The subject device is unavailable to manufacturer.

Event description:
It was reported that during procedure, the resistance encountered when advancing the subject coil inside the microcatheter lumen and the subject coil was fractured within microcatheter near the distal end. The subject coil fracture was successfully removed from the patient and the new coil was used to complete the procedure. There were no clinical consequences reported due to the event.